Manufacturer narrative:
The device was returned to olympus and the customer¿s allegation was partially confirmed. The nozzle was obstructed with dirt accumulation. Although the debris was able to be removed from the scope, the nozzle was replaced. The flow was not found to be confirmed. The field service engineer (fse) educated the customer on the reprocessing precautions for the subject device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the nozzle on the evis lucera elite gastrointestinal videoscope was obstructed and there was weak flow during reprocessing. The intended unknown diagnostic procedure was completed using the same device. The procedure was not delayed more than 15 minutes. Inspection of the returned device confirmed the obstructed nozzle and attributed it to insufficient cleaning. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the cause of the dirt accumulation in the nozzle was due to inappropriate reprocessing after the procedure. The specific root cause of the inappropriate reprocessing could not be determined at this time. The following information is stated in the instructions for use: "preclean device and accessories immediately after each patient procedure. There is a possibility that residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Flush water into a/w channel of device during precleaning to remove clogging. Clean external surfaces of device with clean lint-free cloth / sponge paying attention to nozzle opening so that all debris is removed. Presoak device in detergent solution before manual cleaning for excessive bleeding and/or delayed reprocessing after each procedure." Olympus will continue to monitor field performance for this device.